Event description:
Patient was brought down to asu (ambulatory surgery unit) with triple pump IV pole attached to hill-rom bed. When certified registered nurse anesthetist(crna) went to lift the pole, the pole and pump fell forward onto bed. Pump and pole were stopped by mother and crna. Potential for head injury if pole was to hit patient.====================== health professional's impression======================the IV pole may not have been intended to attach to the bed, however, it is done during transport.